Manufacturer narrative:
Date of event - exact date unknown/not provided, patient stated symptoms began after patch removal post-implant. (B)(6) 2020 1-day post-op is provided as best estimate date. Model number: unknown, as serial number not provided. Catalog number: unknown, as serial number not provided. Serial number: unknown, not provided. Expiration date: unknown, as serial number not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. Implant date: if explanted; give date: not applicable as lens remains implanted. Manufacturing date: unknown, as serial number not provided. Device evaluation: the product testing could not be performed because the product was not returned as the device remains implanted. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: the complaint issue reported could not be verified and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient reported experiencing symptoms post-implant of an intraocular lens (iol) in her left eye. Symptoms began from the very first date her patch was removed. The patient states her eye feels scratchy, she sees a shadow, crescent shaped, it gives her a tiny bit of double vision, it scoots in and scoots out like a shutter. When she looks straight it goes away, but when she looks to the right it enters from the left side of her vision. She spoke with her doctor when she went to an appointment about a week ago to take her sutures out. She stated, she complained to him the whole time, but he told her it takes time. Patient is concerned that symptoms are still bothering her. She had surgery on her right eye and a model zxr00, 22.0 diopter was implanted on (B)(6) 2020, but she has no problems with that eye. Additional information was provided in a follow-up email indicating that the scratchy feeling and shadow are still there, however, there is no more double vision but a "ghost" image that is not prominent but still present. There is a slight flutter when trying to concentrate on small things. Doctor again prescribed prednisone drops to reduce any inflammation that may still exist. Her doctor mentioned that her issues may be caused from a minimal case of astigmatism and he might want to do lasik procedure. There is no plan to explant at this moment. No further information provided.